Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approx three weeks post index procedure, the patient suffered acute coronary syndrome and angina. Stent thrombosis of a medtronic stent was identified. The patient was treated with pci. During the pci procedure the lad and rca were treated with four resolute onyx stents. It was reported that the lad was the target lesion. The patient recovered. The investigator assessed the event as causally related to the index device and possibly related to anti-platelet medication. Safety assessed the event as causally related to the index device but probably related to anti-platelet medication.

Manufacturer narrative:
Patient is a previous smoker with a medical history of hypertension, hyperlipidemia, diabetes, tia, atrial fibrillation and previous CABG and pci. The event resulted in nstemi. The patient was treated one day post event with ballooning and implant of four resolute onyx des, one in the lad to treat in-stent restenosis and three in rca to treat de novo lesions. Stent thrombosis of the lad was confirmed by angio. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated event date as (B)(6) 2019. Cec adjudicated the revascularization as tlr - percutaneous intervention clinically driven. Cec adjudicated the mi event as non-q-wave mi (target vessel), 3rd udmi spontaneous and the stent thrombosis event as sub-acute stent thrombosis, arc definite thrombotic occlusion after percutaneous treatment. Partial stent thrombosis - non-occlusive. Cec adjudicated the revascularization of the rca as non-tvr percutaneous intervention clinically driven. The lad and the rca were involved in the nstemi. The corresponding treatment for the nstemi and the stent thrombosis was the revascularization of the rca and the lad. There was only one stent thrombosis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: event was also treated with cutting balloon atherectomy and laser atherectomy. If information is provided in the future, a supplemental report will be issued.